Event description:
On an unknown date, this patient underwent an endovascular treatment of a thoracic aortic dissection. A non-gore stent graft and a ctag (gore® tag® conformable thoracic endoprosthesis or a gore® tag® conformable thoracic stent graft with active control system) were implanted in the descending aorta, and a gore® excluder® aaa endoprosthesis aortic extender endoprosthesis was implanted above the celiac artery. A gore® viabahn® endoprosthesis was implanted in the celiac artery. On (B)(6) 2022, a reintervention was performed due to false lumen enlargement. However, no new entry tears were observed, and no blood flow into the false lumen between the ctag and the aortic extender endoprosthesis was observed, but a gore® tag® conformable thoracic stent graft with active control system was implanted between ctag and the aortic extender endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
G3/g4: corrected the PMA/510(k)number form p040043 to p020004.